Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the oxygen (o2) sensor would not calibrate on the electronic patient gas system (epgs). As a result, an alternate device was employed. The customer used another system for the gas (they did not change out the entire system). The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The complaint was confirmed by the field service representative (fsr). The fsr replaced the oxygen (o2) sensor on the system. The epgs operated to manufacturer specification and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.